Manufacturer narrative:
Device manufacturing date is unavailable. On 11/13/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Analysis by medtronic technical services representative finds this event is likely user technique error, incorrect percutaneous pin size used, tissue of patient caused patient reference frame to move - thus leading to inaccuracy. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure using a navigation system and an imaging system, the surgeon alleged an inaccuracy of 2 millimeters. The inaccuracy occurred after the surgeon noted the patient reference frame was moving. During a second attempt, there was still an inaccuracy according to the surgeon. In trouble-shooting l5, the site ran out of large percutaneous pins, went with small percutaneous pins. The surgeon noted that every time the patient was breathing, the frame would touch the patient and was causing inaccuracy. The surgeon opted to discontinue the use of the navigation system and brought in a c-arm to continue the procedure to a successful completion. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Software investigation completed. Per the event summary issue was caused by user error, incorrect perc pin size used, tissue of patient caused patient reference frame to move - thus leading to inaccuracy. The frame to patient relationship changed which may have invalidated the registration. Software is functioning as designed. Instructions for use which accompany this device state, "warning: do not bump or reposition the reference frame after registration. Such movement may result in inaccurate navigation. If the reference frame moves in relation to the patient anatomy at any time after registration, you must reregister."